Event description:
It was reported that a spectrum alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduced the door not fully latched alarm. Eval observed the reported symptom at startup and found the cause to be a failed upper link switch. The upper auxiliary assembly which contains the link switch was replaced.